Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.(B)(6).

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.